Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA implant and explant dates are unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: part .04.027.033s - lot 9709056, manufacturing site: (B)(4), manufacturing date: 11.nov.2015, expiry date: 01.nov.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that proximal femoral nail antirotation (pfna) blade was being inserted as per surgical technique. When pfna blade insertion handle would not turn to lock the pfna blade. The handle would not turn in either direction of lock or attach and the insertion all handle was stuck into the pfna blade inside the patient. The entire sleeve assembly, blade insertion handle and pfna blade was removed from the patient using a bristow as leverage. The blade was replaced with a 85mm blade, and inserted using the extraction device for pfna blade. Pt did not receive optimal length blade, and operation was prolonged for 15 minutes. Shorter implant was used than what was desired. (B)(6) was phoned via (B)(6) and provided assistance to (B)(6) and surgeon. Patient activity level: ambulated without aid. There was a 15 minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: an additional instrument (protection sleeve) was received by the manufacturer in relation to this complaint. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the us. Product investigation summary: the complainant implant (part: 04.027.033s pfna blade) and instruments (part: 356.818 protect sleeve; part: 03.010.410 impactor) were received for investigation. The parts were received in an assembled state. For every part, a device history record (DHR) review was performed with no abnormalities or deviations detected amongst any of the devices. The articles were manufactured in november, 2015 (blade), june, 2010 (sleeve), and december, 2012 (impactor). No non-conformance reports were identified during production. During the investigation, the parts were successfully disassembled. A functional test was performed on all parts and each device successfully passed. The impactor and the sleeve are in used, but otherwise good condition. The blade is damaged at the tip, which is a possible reason for the difficult insertion of the nail. Based on the provided information, it is impossible to determine the exact cause for this occurrence. It is likely that an application error during the procedure took place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Due to the intra-operative events, the complainant part was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: an additional instrument (impactor) was received by the manufacturer in relation to this complaint. This report is 1 of 2 for (B)(4).